Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. Customer¿s current blood glucose was 540 mg/dl. Patient's blood glucose at time of incident was 380 mg/dl. The customer treated with the manual injection. Troubleshooting was done for high blood glucose and under delivery. The drive support cap appears flush. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The reservoir will not be returned for analysis.